Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle assembly and ligator housing), and a visual evaluation noted that the ligator housing had no bands attached. The irrigation tube, the suture hole, and the ligator housing teeth were in good condition. The handle slot had evidence that the trip wire was secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, there were no damage found on the returned device. There were signs that the device was correctly used during the procedure since it was returned with remnants of use and the trip wire was secured into the handle slot. All bands were deployed during the procedure and were not returned for the analysis. There were no damages found on the ligator housing teeth, the handle or the irrigation tube. There were no manufacturing deviations that might have caused the device to have a problem during the reported procedure. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed at all. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed at all. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.